Event description:
It was reported that the patient's device reached elective replacement indicator (eri) early. The early depletion was suspected to be caused by chronic lead insulation loss, however, follow up could not determine the manufacturer of the lead or further details about the lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.